Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: (B)(6) was used as birthday was not provided. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for glucose level & difficult/unable to operate. A review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle: glucose level & difficult/unable to operate), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for glucose level & difficult/unable to operate. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that full dose of insulin was not able to be delivered and hyperglycemia occurred with an unknown bd pen needle. The following information was provided by the initial reporter: it was reported that the customer's glucose levels did not decrease, and possibly administered less dose of humalog.